Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the patient lost consciousness for 2 to 3 minutes and the cgm reading was low. The patient´s wife called the paramedics and when they arrived, they checked the patient¿s bg measurements. The cgm reading was 50 mg/dl and the bg reading was 20 mg/dl. They treated the patient with IV glucose and took the patient to the hospital because of his peacemaker. It was reported that the receiver alarm was working fine even back then and they can hear it if it goes high or low. There was no information about medical intervention at the hospital. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.